Manufacturer narrative:
Batch review performed on 09 october 2020: lot 178770: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: insert revision in tka 4 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in, 3 months after primary surgery, reporting instability due to laxity in the knee. The cause of the laxity is unknown. The surgeon revised the gmk-sphere tibial insert - flex s5r - 12 mm with a sphere insert flex right 13mm s5. The surgery was completed successfully.